Event description:
It was reported that during a pulsed field ablation procedure, the wire could not be retracted or advance. The catheter was withdrawn from the sheath and it was found that tissue was lodged in the nose of the catheter. The catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990045 pv tracker guidewire was returned and analyzed. During external visual inspection of the array segment, the guidewire was inserted through and exited the tip of the catheter approximately 0.5 inches. On the spiral array segment, a fragment of foreign material was observed stuck in/on the distal tip (guidewire lumen tip and guidewire junction) preventing it from moving inside the guidewire lumen of the catheter. When the guidewire was removed, foreign material was found at 0.5 inches from the tip. In conclusion, the guidewire failed the returned product inspection due to foreign material stuck on the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.